Manufacturer narrative:
Onsite investigation was preformed and the field representative discovered that the reported event was caused by a loose cable connection. Tightening the cable connection resolved the issue. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that at the end of a spinal fusion procedure, the navigation system's surgeon monitor was flickering. Moving the monitor into a different position made the flickering stop. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.